Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said they are having a loss of therapy. The patient said that if they "bend my back I can slightly feel it so I know it's on but it's not helping the pain", and says this started about 6 weeks ago. Patient services (pss) asked if they had any falls/trauma at this time, and they said that they had been at work, and were "walking and I went to turn and I bumped it on like the corner of a counter at work and I hit my implant really hard and I feel like the implant is loose in my body like it will rock back and forth more freely". The patient said that after this happened the implant site was "sore for weeks and weeks and it's still tender but not like it was but it still rocks back and forth more freely still".  Pss emailed local reps asking them to call patient to see if they can be at the patient's appointment.